Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the clinic was reviewing information from the remote home monitoring system, oversensing of the minute ventilation signal was seen on the right atrial (ra) channel. The ra lead impedance was noted to be stable in the 400 ohm range with quite a few jumps to the 700 ohm range. It was also noted that on occasion when there was right ventricular (rv) pacing, there was a large deflection on the rv channel. The minute ventilation feature was programmed off in the pacemaker. The other manufacturer's rv and ra lead's remained in service and no adverse patient effects were reported.